Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. It was noted that the right ventricular lead was programmed in unipolar configuration due to high impedance and loss of capture in bipolar configuration in (B)(6) 2014. The lead remained implanted in unipolar and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.